Event description:
Event description cpi received information that after the implant of this bipolar lead and implantable pulse generator (ipg) this lead dislodged. A post-op x-ray revealed the bipolar lead had moved. The patient was returned to the or and a different company's active fixation lead was implanted. Five days later the other company's lead was exhibiting high impedance measurements. An invasive procedure was performed to remove the lead, during the procedure the physician discovered a set screw problem with the ipg. The ipg was replaced with a new ipg of the same model.